Event description:
Iabp catheter inserted in operating room because heart function was sluggish at end of case. Iabp needed to help wean patient from cardiopulmonary bypass. Approximately 17 hrs. After surgery, iabp console alarmed "check catheter". Water condensation and small flecks of blood noted inside helium connection portion leading to concern that the iab catheter membrane may have developed a leak. Soon after catheter inspected, there was red blood noted in helium connector that indicated a probable iab catheter membrane rupture. Catheter had to be removed and a new iab catheter placed for continued support.